Event description:
The dentist reported that the abutment screw fractured inside the implant body and was unable to be retrieved. The implant was removed.

Manufacturer narrative:
The product associated with this complaint has not been returned, therefore, this complaint cannot be verified. No conclusion can be drawn. The review of the device history review records did not provide any indication of a manufacturing deviation that would cause this condition.